Event description:
It was reported that during percutaneous coronary intervention procedure a balloon length issue was noticed. A 3.0x23mm non bsc stent was implanted in the 80% stenosed, non tortuous and non calcified mid left anterior descending artery (lad). The physician advanced a 3.0x20mm apex balloon to the lad for post dilation and after the first inflation it was noticed that the length of the balloon was measured to be above 20mm. The physician was able to successfully post dilate the lesion by inflating the balloon to 20atms. The procedure was completed with no pt complications reported with pt's current condition listed as "stable".

Manufacturer narrative:
(B)(4).